Event description:
It was reported that prior to an unk procedure, an error occurred when attaching the blade to handpiece at self-check. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and my result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."